Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose with food and milk. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Based on customer¿s report, customer did not allege over delivery. Customer recalls insulin dripping from end of set before connecting at their site. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.